Manufacturer narrative:
(B)(4). The insulin pump was received not stuck in the manufacturing mode. However the insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, keypad overlay texture damage, cracked retainer, serial number label stained, end cap address label faded and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer states that customer performed troubleshooting by removing battery for 10 minutes but problem reoccur. Customer¿s blood glucose was 6.5 mmol/l at time of incident. Insulin pump will be return for analysis.